Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report. Cat# 625-0t-32e, lot# 26300101, description: restoration gap ii acet shell. Cat# 6565-0-132, lot# 27836304, description: alumina v40-femoral head 32mm, +0mm nk. Cat# 6021-0335, lot# 29524606, description: accolade plus tmzf hip stem #3. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "infection".